Event description:
It was reported that a spectrum pump alarmed sys error 103 during therapy in the intensive care unit. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 103 while running a loaded set caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.